Event description:
New automix 3+3/as system. Baxter rep was on-site to help unpack and set up system and demonstrate, start training. After set-up baxter rep was demonstrating how it worked and on the first bag she attempted to mix, a device alarm and e-32 error message. E-32 isa motor control failure. The baxter rep called the 1-800 hardware support line and was advised by them to box it back up and end send it back.